Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent an abdominal sacral colpopexy, bilateral salpingo-oophorectomy, cystoscopy on (B)(6) 2006 and a mesh, monarc, align, obtryx, and aris were implanted due to sui, vaginal wall prolapse, and enterocele. It was reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. The patient underwent a mesh excision and cystoscopy on (B)(6) 2014 due to vaginal foreign body and vaginal discharge. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2014 by dr. (B)(6).